Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy procedure, they connected the reload to the adaptor, however the display screen did not show the indication of reload cycle test but suddenly showed ready for use status indicator. Then they closed the jaws, however the green buttons were not illuminated. Thus the surgeon could not fire the device at all. They opened and closed the jaws, however the status was same. They re-connected the cartridge to the adaptor, however the green buttons were not illuminated but the display screen showed indication for loading a cartridge. Replaced by a new handle and a new cartridge, the procedure was completed. The status of the patient is no problem.